Manufacturer narrative:
A getinge field service engineer (fse) reported that the reported issue was unable to be reproduce. Multiple functional tests such as the safety disk leak test "k6, k6a, k7, k8 leak test" were normal on the screen. It was judged by the fse that when the customer encountered the issue, the joint was loose. The iabp was able to pass all the leak tests and there was no abnormal condition with the iabp. The fse recommended the customer to replace the 2500*/5000hr maintenance kit and the safety disk. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, on power up, the cs100 intra-aortic balloon pump (iabp) had a "leak in iab circuit" message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the joint may be loose. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a "look in iab circuit" message appear. No patient harm, serious injury or adverse event was reported.